Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high right ventricular (rv) lead thresholds in both bipolar and unipolar. It was further reported there was high lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.